Event description:
It was reported that the physician was having a handheld screen freeze problem. The physician was asked to reset the flashcard to see if the problem is resolved, but the physician wanted a replacement. New handheld was shipped and was received by the site. Old handheld is returned to MFR for product analysis.